Event description:
Patient reported ¿pain, weight sensation, swollen, grade ii contracture¿. Healthcare professional later reported "capsular contracture grade iii". Patient later reported "have been undergoing psychological and psychiatric treatment for a few months, being away from work for this reason.¿ and ¿situation has affected their sleep.¿ this record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture grade iii."

Event description:
Patient reported ¿pain, weight sensation, swollen, grade ii contracture¿. Healthcare professional later reported "capsular contracture grade iii". This record is for the right side. Device remains implanted.